Event description:
Medtronic received information that during use of an octopus evolution tissue stabilizer, it was reported that during a CABG procedure, the connection of the first graft was completed, but when the second graft was being anastomotic, the arm and the suction pod region (ball joint region) were separated. The device was replaced to complete the procedure. There was no patient impact associated with this event.

Manufacturer narrative:
PMA / 510(k) #: device is class I exempt. Device evaluation summary: visual inspection shows the head-link is separated from the device. Reason for return was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the complaint was confirmed from the analysis, but it was not confirmed as a manufacturing error. Unable to determine the root cause for the head link separation, this was not a manufacturing issue. There were no patient adverse effects. Trends for issues with this product are reviewed at product quality meetings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction b5: medtronic received additional information that the detached part of the octopus did not fall into the patient. Conclusion: complaint was confirmed from the returned product analysis, but was not confirmed as a manufacturing error. Review of this unit's device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. This unit passed all required testing and visual inspections during manufacturing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.